Event description:
It was reported that the customer dropped the insulin pump and had damaged the screen. Customer's mother stated that the customer could not read the screen. Customer had fallen while riding his bike and had fallen in a ditch. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.